Manufacturer narrative:
The customer did not report any system issues. A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leaking calibrator bottle. No injury was reported.